Manufacturer narrative:
.

Event description:
The patient reported difficulty speaking and was wondering if the stimulator may need to be replaced. Additional information has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if additional information is received. Reference MFR report #6000153-2007-04270.